Event description:
It was reported, following successful stent deployment, that the pt experienced ventricular fibrillation and hypotension. After treatment of the arrhythmia, ischemic electrocardiogram changes were noted and instigated reangiogram of the treated vessel. Thrombolic vessel occlusion was noted and treated with angioplasty and reopro. Following completion of the procedure, ischemic changes were noted and the pt was taken for bypass surgery.